Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a high blood glucose level but not hospitalized. The customer's blood glucose level was 334 mg/dl. The customer was treated with manual injection. The troubleshooting was performed. The customer was advised that the insulin pump was working as designed.